Event description:
Healthcare professional reports left side deflation and capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on anterior, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: opening crease smooth on anterior, black particles in the fill channel and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on anterior assessed as fold flaw opening. Creases are observed but have no relationship with manufacturing. Additional, changed, and/or corrected data: d9, g1, h3, h6

Event description:
Healthcare professional reports left side deflation and capsular contracture baker grade iii. The device was explanted.

Event description:
The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, d.3, d.6b, h.6.

Event description:
Healthcare professional reports, left side deflation. And capsular contracture, baker grade iii. The device was explanted.